Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial left tha. Patient had a excision of cyst on left hip. Lab results notes pale green, mildly grumous cut surface. Findings are compatible with ganglion cyst possible related to previous surgery. Patient had a preop clearance. Patient was walking well with minimal pain. Patient does have a palpable soft lump deep to the scar over the left hip. X-rays show hip implants are in good position. Patient had a revision for excision of cyst in left hip. In the subcutaneous tissue there were 2 cysts, which appear like a ganglion cyst and fluid appeared yellow/clear. Fibrous deposits in the cyst and yellow discoloration of wall of cyst. Each one had a base which whent down through the fascia lata towards the hip capsule. The fascia lata was split longitudinally and it could be seen that there was more cyst-like material on the greater trochanter. There was a cyst which went anterior at the anterior capsule, a large cyst about 10cm x 4cm posterior to the greater trochanter. No evidence of metallosis or muscle damage. Dissection down to the implant and more cyst like material found in the posterior aspect of the joint. Specimens were sent to the lab. No other intraoperative complications or events noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had an initial left total hip arthroplasty. Subsequently, the patient had a removal of a ganglion cyst from the hip region and afterwards, continued to have a palpable soft lump deep over the scar. Due to pain and the clinical findings, it was determined to explore the hip. The patient underwent surgery with excision of several ganglion cysts and a revision of all components except for the stem approximately 5 years post-implantation. The surgeon noted there were 2 cysts which went down through the fascia lata towards the hip capsule. The fascia lata was split longitudinally and it could be seen that there was more cyst-like material on the greater trochanter. There was also a cyst that went anterior at the anterior capsule, 10 cm x 4 cm located posterior to the greater trochanter. Attempts have been made and no further information has been provided.